Event description:
It was reported that during an unknown procedure there were no pins in the cartridge when surgeon fired the reload.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Patient is fine. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2024. D4: batch# 910a15. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one tcr75 reload was received with no apparent damage. The reload was received fully loaded with staples. The reload was tested for functionality with a test device and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the staple retaining cap ensures proper staple orientation and protects the staple leg points during shipping and transportation. Ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. The event described could not be confirmed as the reload performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 910a15, and no non-conformances were identified.